Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Stent strut row 1-6 from the distal end of the stent appear undamaged. The remainder of the struts were damaged and bunched in the distal direction exposing the balloon wall. The outer diameter (od) of the undamaged section was measured and is within specification. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. There were no issues advancing the device over a 0.014¿ guide wire. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 32 synergy¿ drug-eluting stent was selected for use and resistance was encountered during insertion. During the procedure, the stent was caught by something and the middle struts were flattened and deflated. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 32 synergy¿ drug-eluting stent was selected for use and resistance was encountered during insertion. During the procedure, the stent was caught by something and the middle struts were flattened and deflated. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.